Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received final analysis found clavicular crush damages to the lead from 25.4 to 27 cm from the pin. In that area, the proximal insulation had split and broken apart, and the proximal coil was flattened and crushed into the distal coil, which broke open the distal insulation. Two proximal coil filars were fractured from the repetitive crushing action, which caused noise as they rubbed across each other. The proximal and distal coils were crushed and shorted together, causing the reported low impedance.

Event description:
It was reported that the right ventricular lead exhibited noise and low impedance of 150 ohms. A chest x-ray verified that the lead was fractured. The lead was explanted and replaced.